Manufacturer narrative:
Product evaluation: the baerveldt shunt was not returned to the manufacturer for evaluation; as to date, it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. Labeling review: the directions for use (dfu) were reviewed and adequately provide instructions, precautions, and warnings for the proper use and handling of the baerveldt shunts. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing process. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: unknown, because the serial number was not available/provided. Date of event: unknown, not provided - at 1 year post-op, the shunt was exposed and flare was observed in the anterior chamber. As the serial number was not provided, the model, serial number, catalog #, and expiration date are unknown. If implanted, give date: unknown, not provided. If explanted, give date: na (not applicable) to date, the shunt remains implanted. (B)(4) - surgical intervention to exfoliate extensively scarred conjunctiva and placement of ologen collagen matrix as a patch. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Information obtained from the 39th annual meeting of the (B)(6) revealed that a (B)(6) year old male patient with an open angle glaucoma had a baerveldt implant (model unknown) in his right eye. At the post-operative one year, the shunt was exposed and flare (i.e. Inflammation) was observed in his anterior chamber. Extensively scarred conjunctiva was exfoliated and ologen collagen matrix was placed as a patch. Then the part was covered with conjunctiva. After three months, no exposure was confirmed and the conjunctiva condition was stable. No further information was provided.

Manufacturer narrative:
Corrected data: the initial MDR has been updated to reflect the correct initial reporter. (B)(6). All pertinent information available to abbott medical optics has been submitted.